Manufacturer narrative:
Multiple attempts for device serial number were made, no response was received. Manufacturer's investigation conclusion: the reported event of the low voltage alarms was confirmed via analysis of the submitted log file. The log file contained approximately 12 days of data (B)(6) 2021 per the timestamp. Low voltage hazard and power cable disconnect alarms were active on (B)(6) 2021 from 3:30:17 to 3:30:21 and from 21:45:37 to 21:45:39 due to losses of ac power while connected to the mpu; the alarms resolved each time when ac power was restored to the mpu. The system controller backup battery supplied power to the system and pump function was unaffected during the losses of external power. Multiple requests for additional information were made to determine if the mpu would be returned for evaluation, if the ac power cord had a v-lock connector, if the ac power cord was disconnected from the wall outlet or from the back of the unit, and if there were environmental circumstances that resulted in interruptions of ac power at the patient¿s home when the alarms were active; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records of the mobile power unit could not be reviewed as the serial number is unknown. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage hazard and power cable disconnect alarms conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the mpu. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting/cleaning the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that low voltage alarms were noted on interrogation of the patient's log file. A log file review was requested. The log file captured a no external power event on (B)(6) 2021. This was caused by power to the mobile power unit (mpu) being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption. There was no other interruption in pump support during these events. There were no unusual events recorded in the log file event history. The mcs equipment was operating as intended.